Manufacturer narrative:
Received one sn-uac opened in original packaging. Lot number not verified. Performed visual inspection on device, hole found on the distal end of the active cord. Examination of the inside of the cord found the wires to be frayed. Cause of the damage to cord and wires could be loose electrical connection or internal shortage; however, cannot be determined. A lot history review and device history review could not be performed as the lot number remains unknown. A two-year review of complaint history revealed there has been a total of 15 complaints, regarding 15 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would (B)(4). Per the instructions for use, the user is advised the following: these devices are designed for 100 repeated uses when utilized in accordance with the validated instructions contained herein; care in use and handling can extend useful life. Inspect and test each device before each use. Use the lowest possible power setting on electrosurgical unit capable of achieving desired surgical effect. Never allow the cables to be in contact with skin of the patient or operator during electrosurgical activations. Always place unused electrosurgical accessories in a safe insulated location such as a holster when not in use. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The reported device has been returned to conmed; however, the evaluation of the device has not been completed. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that on 11-11-2020 the sn-uac device was being pre-operatively tested and "the universal active cord #sn-uac began to smoke, and it shocked a staff member. There is a burn hole on the side the active cord." The procedure, a colonoscopy, was completed and there was no report of injury to the patient/user. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.